Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer blood glucose level was 40 mg/dl. The symptoms for low blood glucose was other blurry vision. The customer was treated with food. Customer also stated that the retainer ring was cracked and reservoir was able to lock in place. Physical damage was also reported on the insulin pump. It was unknown that whether customer was using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was unknown at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.